Event description:
It was reported that the patients ipg migrated and was causing pain and inadequate pain relief. It was also noted that the device was not working as intended. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg migrated and was causing pain and inadequate pain relief. It was also noted that the device was not working as intended. The patient underwent an explant procedure. Additional information received that the patient was doing well postoperatively and the explanted device components were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20248010 / 20088702.